Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that thrombosis occurred. The target lesion was located in the distal right coronary artery. A 2.25x28mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed and a balloon was advanced to dilate the lesion that can not be bypassed. Following dilatation, the stent was re-advanced; however, thrombus was noted. The thrombus was cleared up without any implanted stent. The procedure was ended as the patient was uneasy. The patient will be rescheduled for the next procedure. No further patient complications were reported and the patient status was stable.